Event description:
Caller reported experiencing multiple occlusion alarms, specifically alarm 2 and alarm 26, which prompted ongoing issues. Blood glucose level reached 202 mg/dl, and it was noted that readings had been elevated over the past four days but did not exceed 500 mg/dl. The customer addressed the occlusion events by changing the infusion set and cartridge, subsequently resuming insulin therapy. Technical support was informed due to the recurring nature of the issue, and a replacement pump was dispatched as part of the resolution process.